Manufacturer narrative:
Date sent to the FDA: 4/5/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery, abdominal wall reconstruction, myofascial advancement flaps and lysis of significant adhesions on (B)(6) 2016 during which the surgeon noted significant adhesions present to the mesh, which required tedious dissection to separate loops of bowel, where were directly adherent to the mesh. The mesh was excised from the anterior abdominal wall. It was reported that the patient experienced severe pain, dense adhesions, nausea, chills, inflammation, bulging, loss of appetite, stress and anxiety. No additional information was provided.